Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin dripping from end of set before connecting at their site. The customer¿s blood glucose was 84 mg/dl at the time of incident and current blood glucose is 59 mg/dl. The customer's other blood glucose was 107 mg/dl. Customer did not allege pump was over delivering. Customer uses auto mode. The insulin pump will not be returned for analysis.